Event description:
The lay user/patient contacted lifescan in early 2009, and alleged that her one touch ultra was not powering on. The patient did not know exactly when the alleged issue first occurred, but guessed that it was in fall 2008. She also reported that after the product issue began, she felt very sweaty, shaky and had poor vision. The patient treated self with food/drink. She was tested on another device with a result of 63mg/dl. At the time of troubleshooting, it was verified that this was not a new product. The patient did not have the test strips and therefore, it could not be verified if she was using the correct test strips and if the issue was resolved with strip insertion. She was unable/unwilling to answer if there was misuse to the product. The meter did turn on when the power button was pressed. This complaint is being reported because the patient claimed to have experienced symptoms suggestive of hypoglycemia after the product issue began. She treated self with food/drink. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of the product(s) that do not pass inspection in a supplemental report.